Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 369 mg/dl. Customer had symptom of high blood glucose; customer had a headache and was vomiting while at healthcare professional's office and was advised to go to the emergency room. Customer's emergency room visit was due to diabetic ketoacidosis. Customer was treated with manual injection. Customer was wearing insulin pump at the time of emergency room visit. Troubleshooting was performed for high blood glucose. Drive support cap appeared normal and cannula was not bent. Customer reported that there was one champagne size air bubble in reservoir. Customer did not have tubing clamp in order to complete high pressure test and was advised that a tubing clamp would be sent.